Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple air bubbles were observed in the tubing. Customer was able to resume insulin delivery by changing out the cartridge and priming out gaps in tubing. There was no impact to the customer's blood glucose level.